Manufacturer narrative:
One 7207678 sterile biorci ha 8x25mm screw used for treatment, was returned for evaluation. The complaint stated: ¿the screw was found to be fractured at 2/3 of screwing in." Dimensional inspection confirmed that this was an 8mm product. There is approximately 12mm missing from the distal tip. That material was not returned. The remaining tip edge was shattered and torn. The implant was returned visibly torque fractured. The star hex was intact, but showed scuffing from stripping. The physical condition indicates difficulty with attempt to seat and torque placed upon the implant. Adherence to the instructions for use prep and use is essential for optimum success of the product. The IFU for this product contains technique oriented information. Per instructions for use: ¿the starter must be utilized with the biorci screws to minimize screw breakage during insertion. Excessive force should not be placed on the delivery instrument.¿ no root cause related to the manufacture of the device was confirmed. Product met specifications upon release to distribution.

Event description:
It was reported that, during a pcl reconstruction on the right knee, the biorci screw was found to be fractured at 2/3 of screwing in. It is unknown if all fragments could be retrieved from the patient. A back-up device was used to complete the fixation, but it is unknown whether an additional hole had to be drilled. The surgery was not significantly delayed. The patient was not injured. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.